Manufacturer narrative:
We checked the returned unit and confirmed that the objective prism was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective prism. In addition, we confirmed that the control body broken, the light guide cable buckled, the deflector wire stretched, the angle wire play, the control body leaky, the side body cover leaky, the us connector cable leaky, the light guide cable cut, and the bending rubber bubbling; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).